Event description:
It was reported that the customer attempted to connect the product to a tracheostomy tube at a pre-use check, but could not do it successfully because the connector did not fit the mating one in size. No patient injury was reported.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture, a product sample was received for evaluation. Visual and functional testing were performed. The returned sample was found rejected, since the edge of the product did not reach the limits after applying 3.5 kg force. Complaint is confirmed since returned samples were found defective since the edge of the component did not reach the limits for luer tape test. The root cause of the reported issue was found to be related to a supplier issue since the defective component. G2 is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).